Event description:
A hospital in (B) (6) reported to our distributor that the heater wire in an rt206 adult inspiratory heated breathing circuit became an electrically open circuit after 2 days of use. The hospital disposed of the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher and paykel healthcare by a distributor in (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. Method: the rt206 breathing circuit had been discarded by the hospital and therefore, unavailable for investigation. Assessment of this event is based on the event description and analyses of similar complaints. Results: the heater wire in the inspiratory tube was indicated to have become an open circuit after 2 days of use. A lot check revealed no other complaints of this nature in respect of this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. Our monitoring and trending of events involving open circuit heater wires in adult breathing circuits has a rate of occurrence worldwide (B) (4).